Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 11:42:57. During night drain cycle one, the patient's ultrafiltration reading was 528ml, indicating the home patient drained 528ml more than their maximum programmed fill volume of 200ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated for the reported issue. An external/internal inspection was performed on the device and found no issues. The device passed electrical and functional testing. The reported iipv event was identified in the event history log, but during sample evaluation no nonconforming product was found related to the reported issue. The device was determined to meet specifications. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ should additional relevant information become available, a supplemental report will be submitted.